Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 48-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. While on support, a thrombus was found in the left ventricle and was addressed by pulling the pump into the aorta. The patient remained hemodynamically stable and was brought to operating room by vascular surgeon.